Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The clear plastic packaging has been torn up from the bottom. It ripped away from the poly backing about 1/4 of the way up from the bottom of the package. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of packaging sequence found that operator must verify that the pouches are free of pin holes, cuts, particles and supplier seal defects, and in addition, when sealing the pouches every pouch must be inspected. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include applying excessive force during package removal or rough handling. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, the packaging of the invisiknot ankle fracture tore when it was going to be used and it got unsterile. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.